Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nb011k - enduro tibial comp.offset cemented t1. According to the complaint description, the implant was delivered with expired expiry date. There was no described patient harm. Additional information was not provided. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Updated d9: date of device returned to manufacturer. Updated h6: codes. Additional information: d4-UDI. Investigation results: visual investigation: the provided device show no deviation: the correct expiry date was printed on the complete product (packaging, barcode). Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that 3 similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results, the root cause of the reported issue can be traced back to a process-related failure. Specifically, it is assumed that in 2016 an employee inserted the wrong expiry date manually in the sap-system for the lot number 52249627. Based upon the investigations results a product safety case ((B)(4)) was initiated. Any action regarding CAPA will be addressed with this case.